Manufacturer narrative:
Customer did not provide a laboratory reference value for comparison. Unable to determine the accuracy of the inratio result without this information. It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient self tester called alleging receiving discrepant inratio value. On (B)(6) 2014, inratio >7.5. Patient self tester retested inratio with support staff using proper technique and obtained result of 1.7. Test performed one hour after initial inratio result. Patient's therapeutic range 2-2.5. No reported adverse patient sequela. No additional information provided.